Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Serial number was provided and the provided information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient received a new controller andwas reporting software problem, rm04. First charge completely drained the controller but didn't charge her neurostimulator (ins) fully. Patient tried to charge again with the ins at 40% and controller was at 100% and that was when patient received rm04. Could not troubleshoot due to lack of access to product. No further complications were reported/anticipated.